Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the ¿mr environment agreement¿. Previous investigations of similar complaints have shown that the ventilator can be attracted to the MRI scanner if the wheels are unlocked and the ventilator is placed inside the safety line. According to our service engineer, no damages were observed. The ventilator generated technical alarms indicating leakage and power error. These are in accordance with the issue. The conditions that should be met while using the ventilator in an MRI environment is unknown. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in MRI environment.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was attracted by an MRI machine. There was no patient harm. (B)(4).